Event description:
It was reported that the patient went to the hospital and was diagnosed with a skin infection. The patient's blood glucose (bg) values reached over 250 mg/dl. For treatment, the infected site was cut open and drained. The patient was discharged after 5 days. The pod was worn on the abdomen.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.